Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the memory log verified there were no charges on the device after the initial capacitor reformation. There were no errors in the memory log. Simulated induction testing was performed, with normal device function observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) would not deliver any energy during the induction process. The hold to induce button on the programmer was selected multiple times, with no response from the device. The programmer was rebooted, connections between the device and electrode were rechecked, and a 60/60 magnet reset of the device was performed. After troubleshooting, the programmer was no longer able to connect to the device and a new device was implanted. The induction was then successfully performed. Programmer log files were submitted to technical services for review. No adverse patient effects were reported.